Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation when received. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that blood temperature became unstable and fluctuated widely, and continuous cardiac output could not be measured on the first day of use of a swan ganz catheter although bt and cco were able to be measured properly in the beginning of the procedure. As trouble shootings, the customer attempted to measure cardiac output, replaced the cable and monitor but the problem was not solved. The issue was resolved by replacing the catheter. The patient was not treated based on the incorrect value. No foot pumps nor other devices that could have caused the inaccurate bt were not used for the patient. The sample of tracing was unavailable. There was no occlusion, leakage or kink noted in the catheter. Information such as the indicated and expected value or if the error message was observed was unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Lot number was previously unknown, but later identified from the eeprom data with the returned product. Lot number is 64472369. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of the cco measurement issue was not able to be confirmed during evaluation. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is plus minus 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 mins. Without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistence was observed on eeprom data. Resistance value of thermal filament circuit was measured 39.70 ohms, which was within specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. No other visible damage or inconsistency was observed from catheter body, balloon and returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 mins. Without leakage. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.